Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a connector tego¿ where the customer reported that during treatment of a male patient the infirmary team noticed an increase in venous pressure, which required the interruption of hemodialysis. Upon reviewing the connections, a damage to the silicone of the connector was observed. Therefore, the tego connector was replaced, which resulted in an improvement in pressure and allowed the therapy to be resumed. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The customer provided the following item for complaint investigation: one used list# lat-d1000, conector tego¿; lot# 14228822 no defects or anomalies were noted on the used returned device. The tego was accessed with a male luer and the fluid path was found to be clear. The reported complaint could not be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.